Manufacturer narrative:
Device analysis: one xen 45 glaucoma treatment system (gts) injector was received with the slider knob of the injector in the end position. The needle cover was not returned. The needle guide (needle within) was observed to be severely bent. The unit box was returned. A stent was not observed within the returned packaging. The complainant did not report that the needle guide (needle within) was bent. The extent to which the needle guide (needle within) was bent, the needle cover could not have been properly inserted. The condition of the needle guide (needle within) is likely due to handling. No further evaluation of this damage is required. The category/ subcategory of injector ¿ slider resistance is unable to verify since the needle guide (needle within) was severely bent, and a functionality test cannot be performed.

Event description:
Healthcare professional reported a xen®45 gts "slider was not smooth, jerked suddenly forward causing [malplacement] and the stent broke" during implantation in right eye. Surgery was completed with backup device. No eye injury reported.

Event description:
Healthcare professional reported a xen®45 gts "slider was not smooth, jerked suddenly forward causing [malplacement] and the stent broke" during implantation in right eye. Surgery was completed with backup device.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of slider resistance is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a3a, a6, b5.

Event description:
No eye injury reported.